Event description:
The customer reported that the ventilator went vent inop and alarmed while in use on a patient. The customer reported there was no patient harm. The manufacturer's service technician was able to duplicate the reported event and noted a diagnostic code in the ventilator log history that indicated a 24/+-12v/power fail occurrence. The service technician replaced the power supply and sensor pcb board to address the findings. Performance verification testing was completed and tests passed per operating specifications.